Event description:
It was reported that four months after a urethral bulking implant, the pt complained of dysuria. A cystoscopy was performed and a small bleb of bulking material was noted in the bladder. The doctor chose not to remove the material and instructed the pt to strain their urine. The dr found no evidence of erosion or exposed material. The bleb of material is believed to have been excess tail left behind during initial procedure. No further complications have been reported. The sales rep was present during the intitial procedure and reported that the angle of the needle tip was not clearly visible during the injection procedure due to the type of scope that was being used that had small beak on the end of the tip. The dr has since received a wolf scope and further procedures have been greatly improved.